Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer replaced the row board cable in main drawer 4.2 and removed debris from the trays, identified auxiliary drawer 6 as defective, requiring manual tapping to register as closed; replaced the magnet and plunger, restoring functionality. Tested the drawer in hardware test application (hta) and confirmed operation with the customer, subsequently replaced auxiliary full-height drawer 6 due to defect and verified proper operation through hardware test application (hta) testing and customer confirmation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and required maintenance. The customer tried to reboot and recover the drawer, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.